Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. The cycler had not alarmed for any issues. When he opened the cassette door there was fluid on the tubing set. He was advised to follow up with his pd nurse. The set was discarded. During follow up, his pd nurse reported that he was seen in clinic. He did not have signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months prior to the date of event. Batch records for the latest lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.